Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due the pump was staying "dimpled after only a few pumps" and during explant the physician found a pinhole leak in the tubing to the reservoir. No complications were reported during this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.